Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down during phacoemulsification. The system was rebooted to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate any issue related to the reported event. The company service representative then attended surgeries and verified that the system operated as intended. The system was manufactured on july 27, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).